Event description:
It was reported that the pump date was inaccurate. There was no impact to the customer's blood glucose level. The cause was unknown. The customer corrected the date to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.